Event description:
It was reported that a spectrum pump had set into load point 2, both 3 & 4 activate at the same time also. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false detection of a loaded set was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed input/output printed circuit board (I/o pcb). The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.